Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: the IFU warns the inappropriate reprocessing by stating ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿. Based on the results of the investigation and the lack of returned device, a definitive root cause could not be determined. However, it is possible that there was a difference in perception of device handling and reprocessing procedures between the olympus recommendations (IFU) and the user facility¿s practice. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6), oer-6 s/n: (B)(6), oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the colonovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.